Event description:
The haptic bent while implanting the iol. The incision was enlarged to remove and replace the lens.

Manufacturer narrative:
See MDR 1920664-2009-00368 for the intraocular lens used with this delivery device.